Event description:
The date the problem occurred is ongoing and has been for over a year, I'm finally deciding to report a complaint. I am a type 1 diabetic for over 15 years. Last year I could afford paying for a continuous glucose monitor, insurance demanded I use the abbot freestyle libre 3 (and more recently the 3 plus) sensor. My complaint is about the volume of the glucose alarms that cannot be turned down or muted in any way. I don't have a decibel meter but can confidently say it is on par with or louder than being at a concert. I have had issues with blood pressure and anxiety for over a decade, and every time the alarm goes off my heart rate spikes to 190+ just sitting down. Many times the sensor is incorrect or I have already treated the low. If I am wearing headphones and the alarm goes off, it plays at the absolute max possible volume my headphones can output. This has happened more than 5 times, and each time it is extremely painful. At this point, I force close the app when I go to bed, because it has often given false lows due to a sleep position. I can't deal with the lack of sleep that accompanies this sensor. I understand that it is to wake people up if they have severe lows, but that doesn't matter if I can't even use the app. I need a way to turn the volume down, especially on headphones. It is beyond ridiculous that the alarm is so loud it makes my ears ring, although less and less each time... I have a pixel 6a, and I had previously had the android developer setting to disable absolute max volume, although on or off that setting doesn't seem to make a difference. In case it makes any difference, I'm on android 16 using the libre 3 app version 3.6.4. Thank you for your time, an annoyed 35-year-old man in (B)(6).